Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens reviewed the instrument logs. The root cause for the lower than expected thb result of 4.9 g/dl for the patient's sample in question is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp 500 sn (B)(4) is performing as intended. It could be possible that pre-analytical factors may have attributed to the lower than expected thb result. These may include sample collection, sample handling, and proper mixing of the sample itself.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens hematology lab analyzer. There was no report of injury due to this event.